Manufacturer narrative:
An outside the united states (ous) customer reported elevated ca 19-9 results for a female patient's sample with the atellica im 1600 instrument when compared to an alternate method. The high ca 19-9 results were reported to the physician(s) and were questioned. The lower ca 19-9 result from the alternate method was in agreement with the patient's clinical picture and was accepted by physician(s). As troubleshooting, the customer treated the sample with polyethylene glycol (peg) 6000 and observed a result of 27 u/ml using the atellica im ca 19-9 assay. Siemens has completed the investigation: the customer had a sample from a female patient that recovered 303 and 320 u/ml with atellica im ca 19-9 kit lot 484 but recovered 40 u/ml with an alternate ca 19-9 assay method. When the patient sample was treated with polyethylene glycol (peg) 6000 and it was retested with atellica im ca 19-9 kit lot 484 it recovered 27 u/ml. There is no indication of a cancer diagnosis with this patient. The customer was not able to provide the patient's medical status or a list of medications/supplements the patient was taking. The patient sample cannot be sent to siemens healthineers for further evaluation. Treatment of the sample with peg 6000 may have precipitated antibodies that were interfering with the atellica im ca 19-9 assay. As stated in the limitations section of the atellica im ca 19-9 instructions for use (IFU) "warning do not use the atellica im ca 19 9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19 9. Normal levels of atellica im ca 19 9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19 9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19 9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19 9 can be observed in patients with nonmalignant diseases. Measurements of ca 19 9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19 9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19 9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." The expected values section of the atellica im ca 19-9 IFU indicates 3.7% of samples from normal patients recovered >37 iu/ml so a certain number of elevated results from normal patients can be expected for this assay. The cause of the discrepant results seen by the customer with this one sample when using atellica im ca 19-9 kit lot 484 could not be determined but siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified. No further evaluation of the device is required. The customer is operational.

Event description:
The customer reported elevated ca 19-9 results for a female patient's sample with the atellica im 1600 instrument when compared to an alternate method. The high ca 19-9 results were reported to the physician(s) and were questioned. The lower ca 19-9 result from the alternate method was in agreement with the patient's clinical picture and was accepted by physician(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, high atellica im ca 19-9 results.